Event description:
It was reported that, "revised because causing pain and appeared to be abnormal wear on the insert, and possibly could have dislocated, wanted to prevent dislocation."

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.